Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. (B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #(B)(4) the batch history records were reviewed with no anomalies noted during the manufacturing process additional information received: did the tissue pads melt? Yes or did any of the tissue pads detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No if yes, did any pieces fall into the patient? Yes were the pieces retrieved? Yes are the tissue pad pieces that were retrieved being returned with devices for analysis? No or were tissue pads discarded? Yes does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I was not in the case and not aware.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the pad came off the device.. Case completed with third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.